Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2023 for wearable with serial number (B)(6). However, wearable with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed and signal loss was found for serial number (B)(6) within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. The reported event of signal loss over 1 hour is reportable because a loss of connection was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the wearable with serial number (B)(6). However, data for the wearable with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.